Event description:
It was reported that the device had a power on reset. The device was reprogrammed back to the original parameters. It was also noted that the patient had a positron emission tomography (pet) scan and a computed tomography (CT) scan recently. It was further reported that the device was approaching the elective replacement indicator (eri). The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.